Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that 10 days after a tonsillectomy where this device was used, the patient experienced post-op bleeding. The blood loss was considered minimal by the customer, and the patient required additional cautery. The bleeding occurred from the inferior pole on the left side. The patient was on a soft diet.